Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that they experienced discomfort after about two weeks of wearing the contact lenses, including eye pain and redness in the left eye. Upon follow-up, the consumer stated that they have consulted an ophthalmologist in the emergency department and diagnosed with an abscess in the left eye. Later the consumer was prescribed with unspecified antibiotic eye drops. The consumer had temporarily stopped wearing the use of contact lenses. The consumer stated they did not change any of their habits and stated no history of dry eyes. Upon further visited with ophthalmologist, reported that the lens diameter was not suitable for consumer¿s eye. The current status of consumer¿s eye was symptoms resolved at the time of this report. No additional information has been requested.